Manufacturer narrative:
Add (B)(4)(in addition to the initial information).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) an elevated blood glucose (bg) level of 600 mg/dl, with an unknown cause. Additionally, the customer went to the emergency room (ER) where an insulin drip was administered to address the elevated bg. Subsequently, the customer was admitted to the hospital. Tandem technical support attempted to troubleshoot, however, the customer declined to provide additional information regarding the issue.